Event description:
The lay user / patient contacted lifescan (lfs) lfs (B)(4) on (B)(6), 2010 alleging that their one touch vita test strips were missing when she opened her vial of test strips. A medical surveillance specialist (mss) sent follow up question and the representative mentioned that when they contacted the patient back to obtain further clinical information, the patient refused to answer any additional questions and did not have time to speak to lfs. The following is based on the initial call that was placed to lfs (B)(6). The patient mentioned that sometime a week before contacting lfs, she opened a new vial of test strips and noticed there were no test strips in her brand new vial. It is unknown whether the patient had another vial of test strips where she could have tested her blood glucose. Patient is on insulin and it is unknown whether the patient had taken any insulin after realizing that there were not test strips in her vial. At an unspecified time later after she noticed the missing test strips, she developed symptoms which consisted of feeling sweaty, disoriented, tired and thirsty. She then self-treated with insulin. It is unknown how what type of insulin she takes, how much insulin she had taken and how long symptoms lasted. She did not seek any further medical attention or contact her physician for assistance. While troubleshooting with the customer care advocate (cca) it was noted that the test strip vial was sealed and packaged properly prior to the patient opening the vial. Customer care advocate (cca) sent the patient new vial of test strips. The complaint is being reported since the patient alleged that due to the missing test strips, the patient was unable to test and later developed symptom suggestive of a serious injury and had to self-treat.

Manufacturer narrative:
Pt is female. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.